Event description:
Defective powerboard: the powerboard was inspected and tested. The powerboard was not functioning correctly, because the soldering of the j2 connector is insufficient. A CAPA was implemented to avoid this soldering issue on the j2 connector. Incriminated device was produced before CAPA. The complaint reported is confirmed.

Event description:
Defective powerboard.